Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during receipt inspection of the double pigtail ureteral stent, ¿the outer packaging was bent, and the seal was broken¿. The sterility of the device has been compromised. No death or injury and no impact to patient or other has been reported. Two devices with the same issue were reported by the customer. This report is for device 1 of 2. The second device is being reported on medwatch patient identifier (B)(6) .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the customer's complaint was unable to be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.